Event description:
Event description cpi received information that the rate sense terminal of this endotak transvenous defibrillation lead was removed from service due to impedance problems and fracture at the is-1 connector. A new rate sense lead was added to the system.